Manufacturer narrative:
Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular dysfunction. Requests for additional information are currently in progress; however, the healthcare provider has not provided any additional details at this time. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that this patient with a 3000 23mm valve, implanted for 13 years and eight (8) months, has a valve-in-valve procedure planned. The failure mode of the pre-existing surgical valve is unknown. No other details at this time.

Event description:
It was reported that this patient with a 3000 23mm valve, implanted for 13 years and eight (8) months, underwent valve-in-valve procedure due to severe aortic stenosis. A tavr was successfully performed with a 9600tfx 23mm valve. There was no perivalvular leak noted. The patient tolerated the procedure well with no immediate complications. Post-op echo demonstrated a well-seated device. He was deemed stable for discharge home on pod #2.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.